Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer in support of this complaint catalog 367960, lot number 3290679. 100 retention samples were visually inspected with 2 retention tubes containing an air bubble, no fm was seen in the retention tubes. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Gel bubbles is a minor defect. Bd was able to confirm the customer¿s indicated failure mode for gel air bubbles based on the investigation completed; however, was not able to confirm the customer's indicated failure mode for fm based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was a black dot in the inner wall of the tube, and some had air bubbles. There was no report on impact to the patient or user.